Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. A review of the device memory noted no resets or error codes, and confirmed the device had not reached elective replacement time (ert) battery status prior to explant. Laboratory analysis confirmed the device was depleting normally while implanted.

Event description:
Boston scientific received information that this pacemaker exhibited premature battery depletion and required urgent replacement. It was noted the atrial pacing threshold measurements were mildly elevated and the output was programmed to 2.8v @ 1.0ms, otherwise all measurements were satisfactory. No injury to the patient was reported due to the premature battery depletion, and there were no additional adverse patient effects outside of the need for an earlier than expected replacement procedure.